Event description:
Information was received indicating that this ambulatory infusion pump exhibited a message indicating service was due after the patient changed the pump's battery. The patient switched to their back up pump. No adverse patient effects were reported.